Manufacturer narrative:
A hot axios delivery system was received for analysis; the stent was not returned. A visual examination of the handle noted that the stent deployment hub was at step #2 an the catheter hub appeared to be in its original position. The catheter locked was unlocked and the yellow safety clip was not returned. An examination of the polyimide inner shaft noted two kinks. A functional evaluation found that the catheter control hub advanced and retracted the catheter with no resistance and the stent deployment hub moved with no resistance. There were no other issues with the device. The damages noted with the device were likely due to manipulation of the device when attempting to remove the delivery system from the stent. The investigation concluded that event was most likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was to be placed in a transduodenal position to treat a pancreatic pseudocyst during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2017. According to the complainant, during procedure, the axios stent was deployed in the collection without issue. However when removing the delivery system, the tip got caught on the stent. The stent was pulled completely out of the fluid collection, but not completely out of the patient. A snare was used to remove the stent from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was to be placed in a transduodenal position to treat a pancreatic pseudocyst during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2017. According to the complainant, during procedure, the axios stent was deployed in the collection without issue. However when removing the delivery system, the tip got caught on the stent. The stent was pulled completely out of the fluid collection, but not completely out of the patient. A snare was used to remove the stent from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.